Event description:
Same case as: 2134265-2012-00416. It was reported that during a percutaneous coronary intervention (pci) procedure, a deflation issue occurred. Access was obtained through the right femoral artery. The 90% stenotic, de novo lesion was located in the mildly tortuous and mildly calcified proximal left circumflex artery. The physician advanced a 2.0x20mm apex balloon to the lesion and on the first inflation, inflated the balloon to 12 atms for twenty seconds with a non-bsc inflation unit. After pressurization, the balloon failed to deflate. The balloon was undersized for the vessel so the physician removed the device by pulling the balloon back into the guide while it was still inflated. The physician then advanced another 2.0x20mm apex balloon to the lesion and on the first inflation, inflated the balloon to 12 atms for twenty seconds with the same non-bsc inflation unit. After pressurization, the balloon failed to deflate. The balloon was undersized for the vessel so the physician removed the device by pulling the balloon back into the guide while it was still inflated. Predilation was completed with this device. The procedure was completed with the successful deployment of an unspecified stent and a different inflation unit. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluation: the balloon was received fully inflated. There was dried contrast in the balloon and inflation lumen. There was no evidence of any proximal bond anomalies or distal outer neckdown. The minimum outer diameter was measured and meets specification. The catheter was soaked in a bath of circulating 37 degree celsius water in order to break up the contrast and attempt to perform functional testing, however; after multiple attempts of soaking the contrast was unable to be removed and functional testing was not able to be performed. The reported deflation difficulty was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as: 2134265-2012-00416. It was reported that during a percutaneous coronary intervention (pci) procedure, a deflation issue occurred. Access was obtained through the right femoral artery. The 90% stenotic, de novo lesion was located in the mildly tortuous and mildly calcified proximal left circumflex artery. The physician advanced a 2.0x20mm apex balloon to the lesion and on the first inflation, inflated the balloon to 12atms for twenty seconds with a non-bsc inflation unit. After pressurization, the balloon failed to deflate. The balloon was undersized for the vessel so the physician removed the device by pulling the balloon back into the guide while it was still inflated. The physician then advanced another 2.0x20mm apex balloon to the lesion and on the first inflation, inflated the balloon to 12atms for twenty seconds with the same non-bsc inflation unit. After pressurization, the balloon failed to deflate. The balloon was undersized for the vessel so the physician removed the device by pulling the balloon back into the guide while it was still inflated. Predilation was completed with this device. The procedure was completed with the successful deployment of an unspecified stent and a different inflation unit. No patient complications were reported and the patient's status is ok.